Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1808101, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional testing throughout the manufacturing process to ensure the quality of the device. Based on available information, since we were unable to duplicate your indicated failure mode and review of DHR showed no indication of the alleged defect, no root cause was possible to determinate at this time.

Event description:
It was reported that the injector and connector came apart during home infusion and delayed chemo treatment with an bd injector n35-o . The following information was provided by the initial reporter: material no: 515052 batch no: 1808101 it was reported that the injector and connector came apart while the patient was sleeping. Event description per attached email states, "a patient was receiving a home infusion and his dog jumped in bed and the injector and connector came apart. He reconnected the pieces and then some time during the night the two pieces came pulled apart while he was sleeping. There was no chemo spill and no harm to the patient. The medication delivery was delayed. He went back in to the hospital to have everything checked out and it was okay."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injector and connector came apart during home infusion and delayed chemo treatment with an bd injector n35-o . The following information was provided by the initial reporter: material no: 515052, batch no: 1808101. It was reported that the injector and connector came apart while the patient was sleeping. Event description per email states, "a patient was receiving a home infusion and his dog jumped in bed and the injector and connector came apart. He reconnected the pieces and then some time during the night the two pieces came pulled apart while he was sleeping. There was no chemo spill and no harm to the patient. The medication delivery was delayed. He went back in to the hospital to have everything checked out and it was okay."